Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault that did not resolve with sef-testing. The system controller was exchanged and the alarms resolved. The log files were submitted for review. The log files captured ebb faults that started on (B)(6) 2026 due to the ebb failing the load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files. However, the reported event was not reproduced during testing of the returned heartmate 3 system controller (B)(6). The system controller functioned as intended throughout testing without issues and was able to support a mock circulatory loop for an extended duration without issue or alarms. The log files revealed a backup battery fault associated with the backup battery not passing the load test was captured throughout the log files. The onset of the alarms was not captured due to the data being overwritten by new entries. The driveline was disconnected on 02mar2026 at 10:42:49. This is consistent with the reported controller exchange. No other notable events were observed and the alarms did not affect the controller's ability to support the pump. Provided information indicated that the alarms did not resolve with a reseating of the battery but resolved with a controller exchange. A root cause for the reported events could not be conclusively determined through this investigation. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.